Manufacturer narrative:
As of this report, this lead has not been returned. Should this lead get returned or should additional information become avialable, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead was attempted. While the lead was advanced across the tricuspid valve, it became entangled with a valve tendon and could not be removed. The patient was subsequently taken for open heart surgery where the lead was removed with no further complications.